Manufacturer narrative:
The reported event of oversensing noise was confirmed. As received, a complete lead with extraction tool inserted was returned in one piece. An external insulation abrasion was found proximal to the suture sleeve tie impression breaching the outer insulation and exposing the outer coil. The cause of the reported event was due to the exposure of the outer coil at the abrasion zone which is consistent with friction to the device can.

Event description:
New information received noted that the right ventricular lead was explanted and replaced. The patient was stable.

Event description:
It was reported that the patient presented remotely via merlin.net. Transmission showed that the right ventricular lead exhibited noise oversensing. Programming changes were made. The patient was stable.